Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a patient presented with shortness of breath. Method time result I-stat 1216 0.11 (positive result)I-stat 1234 0.02 (negative result)vista (lab) 1254 <0.02 (negative result)all three tests run with the same patient sample.the customer states that analyzers and cartridge lot p12232 continue to be in service with only a one time occurence of a discrepant result of 0.11. The customer does not believe an investigation is warranted however, apoc has initiated an investigation to determine root cause.based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).

Event description:
Na.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.